Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a mini gastric bypass, when firing the device, the surgeon was able to press the green button but were unable to squeeze the handle, therefore the device did not fire. Another stapler was used to resolve the issue. There was no patient harm.